Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their reservoir. The customer states they received no delivery alarms. The customer's blood glucose level was 150mg/dl. The customer was unable to troubleshoot at the time of call. The cause of the alarm was unable to be determined. The customer states there was an issue with the infusion set tubing. The customer would be returning infusion set and receiving replacement.